Manufacturer narrative:
Patient's weight unk. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove three leads: a right atrial (ra), an active right ventricular (rv) and a capped rv lead due to the need for an MRI. Spectranetics lead locking devices were inserted into each lead to provide traction for the leads. The physician began by using a spectranetics 14f glidelight laser sheath and a spectranetics 33 cm visisheath dilator sheath to attempt to remove the active rv lead. He encountered stalled progression as a result of severe calcification and lead on lead binding, and chose to change to a spectranetics 13f tightrail sub-c rotating dilator sheath to clear a pathway to the superior vena cava (svc). He was successful with navigating through the clavicular region although there appeared to be some ''snowplowing'' (where the lead jacket bunches up on itself) on the adjacent leads. The tightrail sub-c device was then deployed on the adjacent capped rv lead. This resulted in the tightrail sub-c severing the capped rv lead. He then switched back to the 14f glidelight device on the active rv lead and experienced more stalled progression. He upsized to a 16f glidelight device, and was successful in removing the active rv lead. However, a sizeable amount of fibrotic tissue was adhered to the helix (distal tip) of the lead. The patient's blood pressure dropped. Rescue efforts began immediately, including rescue balloon and the chest was opened using bovie cautery. The physician was able to visually identify a rv perforation and a sternotomy was performed (MDR 1721279-2021-00222). The perforation was successfully repaired, all leads were successfully removed and re-implants of both the ra and rv leads were successful. The patient was transferred to the cardiovascular ICU for recovery, and survived the procedure. This report captures the tightrail sub-c device which severed the capped rv lead, requiring intervention. There was no alleged malfunction of the tightrail sub-c device. Although an adverse event occurred as well during the procedure, it was unrelated to the tightrail sub-c device which severed the capped rv lead.